Event description:
The nurse noticed that the IV bag was empty and when removing IV tubing from pump, the nurse found that air had travelled all the way past the section of tubing that passes through the sensor on the pump. The pump failed to alarm indicating "air in line." The nurse inspected the tubing and noted that the air had not reached the patient.